Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of the incident. The patient¿s current glucose was 245mg/dl. The customer called back to perform the high pressure test. The customer reported that she was hospitalized for high blood glucose of 600mg/dl. The customer had nausea and was feeling hard to breath. The customer is currently in hospital. The customer was treated for high blood glucose with an intravenous drip. The cause of hospitalization as per healthcare professional was diabetic ketoacidosis. The customer was wearing pump at the time of hospitalization. The customer reported that she tried everything and when her blood sugar got over 300mg/dl she changed her infusion set. The customer was not having tubing clamp to perform high pressure test and was advised to call back after receiving tubing clamp. The customer called back after receiving tubing clamp to perform the high pressure test. The customer reported that she changed everything and nothing helped. The customer reported that the drive support cap appeared normal. The high pressure test was performed ant it passed. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions and monitor the pump. The insulin pump will not be returned for analysis.